Event description:
A customer stated that unexpected negative reactivity was obtained with a patient sample on galileo neo 90433.

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. The unexpected reactivity appears to be related to the nature of the antibody in the sample which appears to be a weak reacting anti-k. The instrument is operating according to specifications.